Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed almost completely') and device breakage ('a small piece that broke off during the operation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced device breakage (seriousness criterion intervention required) and complication of device removal ("foreign-body material has been removed almost completely"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: various physical symptoms developed after the essure insertion. Since then, I have had follow-up treatments and the foreign-body material has been removed almost completely, except for a small piece that broke off during the operation based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed almost completely') and device breakage ('a small piece that broke off during the operation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced device breakage (seriousness criterion intervention required) and complication of device removal ("foreign-body material has been removed almost completely"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: she had follow-up treatments and the foreign-body material has been removed almost completely, except for a small piece that broke off during the operation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.